Manufacturer narrative:
(B)(6). A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had failed to alarm air in IV line. The nurse came to assist and saw the metaraminol infusion had air in line. The air was past the channel on the alaris pumps and the internal alarm did not go off to notify air and to stop infusion. No air passed to the patient. There was patient involvement and no harm occurred.

Event description:
It was reported that the 8100 had failed to alarm air in IV line. The nurse came to assist and saw the metaraminol infusion had air in line. The air was past the channel on the alaris pumps and the internal alarm did not go off to notify air and to stop infusion. No air passed to the patient. There was patient involvement and no harm occurred.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.